Event description:
The customer called for assistance with her contour next ez. During the call, while trying to open the control bottle, some of the solution got in her mouth. No serious effects were alleged. This would not be considered a product problem so evaluation is not necessary.

Manufacturer narrative:
The lot# and expiration date were not provided. The manufacture date could not be determined without this information.